Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported of a sensor anomaly. The customer's blood glucose reading was 94 mg/dl. The customer stated that when they connected the transmitter to the sensor, it did not blink. The customer did not see a cannula when they removed the sensor. The customer troubleshooted and will be sent a replacement sensor.